Manufacturer narrative:
Oxygenator confirmed to be broken off during visual review of returned product, the packaging was not returned for evaluation, so a complete investigation was not able to be performed. (B)(4).

Event description:
Upon opening this pack the customer observed that the plastic gas inlet connector was broken off from the oxygenator housing. There was no patient involvement.

Manufacturer narrative:
The device has been promised to return to the manufacturer however it has not been received. At this time we're unable to complete an evaluation on the affected product but when it's provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its' return. A review of complaints on file has determined that there are no other reported events for this lot. (B)(4).

Event description:
Upon opening this pack the customer observed that the plastic gas inlet connector was broken off from the oxygenator housing. There was no patient involvement.